Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler for evaluation. Failure analysis investigations confirmed through error logs the customer reported complaint of "after initiating a stacking process, the sureform indicated that the handle must not be used again". For clarification, the instrument experienced an unclamp failure. Review of error logs showed that this stapler was used at the site on october 18, 2022, using system sl0919 a failed due to an "unclamping failure", leading to a forced expiration rendering the stapler unusable. Instrument was installed on the system but error message of "instrument do not reuse" appeared. An rfid editor software was used to undo the forced expiration as a result of the unclamp failure. The instrument was installed again, and initialization passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test sheet was proper. Stapler unclamped properly without issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Refer to the report with patient identifier (B)(6) for the other stapler instrument noted to have had an issue. A review of the logs for the sureform 60 stapler associated with this event was performed by a failure analysis engineer. Per this review of the logs, the stapler was installed on the system 1x and fired 1 green reload. There were 3 incomplete clamp attempts failing at ~79%, ~90%, and ~83% respectively, before a completed clamp and fire with 1 or 2 pauses for compression. Similarly, to the 1st instrument used in the procedure, following the completed fire, there was an unclamping failure with parameters indicating a drivetrain failure. This unclamping error was logged in the msc logs as error code 22030 and required around 2x the force (n) to unclamp than usual. Following this failure, error 282 (tool forced expire) is logged in the msc logs 1x, indicating the system will no longer accept the instrument. This sureform 60 stapler was not fired again. This complaint is considered a reportable event due to the following conclusion: it was alleged that stapler failed after initialization. Review of stapler logs confirmed only one firing was completed with no incomplete clamps or pauses for compression which was accompanied by an unclamping failure. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload and/or the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after initiating a stapling process, the sureform 60 stapler indicated that the handle must not be used again. A new sureform 60 stapler was unpacked, triggered once and this device could not be used for another stacking process either. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.